Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the cuff to a smiths medical portex® cuffed blue line ultra® tracheostomy tube would not inflate. After realizing that the cuff was stuck, the tracheostomy (trach) was replaced. There were no reported adverse patient effects.